Manufacturer narrative:
Based on the claim against the fenestrated bipolar forceps instrument by the customer noting the black cable exposed, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a dislodged conductor wire at the distal end. A segment of the conductor wire was sticking out. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged. The instrument was placed on an in-house system. The instrument passed recognition and electrical continuity and but failed engagement. No signs of thermal damage were observed. Failure analysis also found additional observations not reported by the customer and not related to the reported event. The instrument failed mechanical engagement when placed in the system. The instrument inputs failed to engage with the sterile adapter in multiple attempts. Additionally, the instrument was found to have a clevis pin dislodged at the distal end. The root cause of dislodged clevis pin at the is attributed to manufacturing. The probable root cause of a dislodged clevis pin is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the instrument's clevis was dislodged. This instrument is designed with a clevis pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, an 8mm fenestrated bipolar forceps instrument had the black cable exposed. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no complications in the procedure, nor injury to the patient.